Manufacturer narrative:
A specific root cause could not be determined. Additional information needed for further investigation was requested but not provided. As no further issue was reported, the investigation determined a combination of the dirty optics and the maintenance that was due was the most likely cause of the event. No systemic problem with the device was identified.

Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable ca2 calcium gen.2 results for several samples each day that did not match the clinical picture of the patients. The samples were repeated on another cobas integra 400 plus analyzer at the site or on the same analyzer and the results were around 0.5 mmol/l different. Of the data provided for 16 patient samples, only the results for nine were discrepant. Patient 1 initial result was 2.81 mmol/l and the repeat result was 2.31 mmol/l. Patient 2 initial result was 2.73 mmol/l and the repeat result was 2.26 mmol/l. The following samples were tested on (B)(6) 2017. Patient 3 initial result was 2.73 mmol/l and the repeat result was 2.22 mmol/l. Patient 4 initial result was 2.73 mmol/l and the repeat result was 2.15 mmol/l. Patient 5 initial result was 2.77 mmol/l and the repeat result was 2.28 mmol/l. Patient 6 initial result was 2.99 mmol/l and the repeat result was 2.48 mmol/l. Patient 7 initial result was 2.72 mmol/l and the repeat result was 2.20 mmol/l. Patient 8 initial result was 2.75 mmol/l and the repeat result was 2.18 mmol/l. On an unknown date, patient 9 initial result was 2.34 mmol/l and the repeat result was 2.60 mmol/l. Information concerning if any erroneous result was reported outside the laboratory was requested, but it was unknown. There was no adverse event. The reagent lot number was 19636101. The expiration date was requested but was not provided. The customer performed their annual water maintenance on (B)(4) 2017 with no improvement. Review of the provided quality control data found several days where results were out of range high. The field service representative performed preventive maintenance, changed the needles, and checked the water supply system. No abnormality was detected. After air/water calibration failures, the field service representative changed the optical lens and ran performance testing which was acceptable. Upon follow up with the customer, no further issues were reported.